Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:40:33. During night drain cycle five, the patient's ultrafiltration reading was 1572ml, indicating the home patient (hp) drained 1572ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The reported problem of an increased intra-peritoneal volume (iipv) event was identified in an event history log review. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.